Manufacturer narrative:
UDI not available for this system at time of filing. Other relevant device(s) are: source position louver cover - part number: bi20000070. A medtronic representative went to the site to test the equipment. Testing revealed that replaced the louver cover. It was also noted the gantry fans were replaced preventatively. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date not available for this system at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported during planned maintenance (pm), the source position louver cover was found to be broken. This issue was noted outside of a procedure, and there was no patient involvement.